Manufacturer narrative:
This report is submitted october 29, 2019.

Manufacturer narrative:
This report is submitted on september 20, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use due to migration of the electrode array. Subsequently the device was explanted on (B)(6) 2014. The patient was re-implanted with a new device during the surgery.